Event description:
The account alleged the brake steer and brake casters are not holding. No injury reported.

Manufacturer narrative:
The account replaced the brake steer, brake casters and the spacer between the brake caster and the brake mechanism to resolve the issue.